Event description:
Patient underwent a brain, skull base, and neck MRI. The scan took 1.5-2 hours to complete. He has a pacemaker implanted and a tattoo on his neck. At the end of the scan, the patient had an oval-shaped, approximately 4 cm, well-demarcated area of skin erythema overlying the middle third of the right clavicle. The patient denied any itching, shortness of breath, difficulty swallowing, or chest discomfort. No additional areas of erythema were noted. The patient reported feeling radiating pain from his neck through his shoulder during the scan, but he did not press the call bell or communicate discomfort to the technologist. The patient had a thin barrier of a sheet between his shoulders and the c-spine coil. The patient was wearing a hospital-issued gown with no metal snaps on the gown. There were no other mr coils or objects touching the patient in this area except the neck coil. He was examined and given a prescription for silvadene.